Event description:
It was reported by the rep that when the device was used during a pelviscopy-laparoscopic tubal procedure, it jammed. It is unknown how the case was completed. There was no consequence to pt.